Event description:
It was reported that during a procedure to treat an unspecified lesion, an unknown herculink elite stent system was advanced without resistance and the stent was implanted without issue. Post stent deployment, the negative pressure was pulled and the balloon was completely deflated prior to attempting removal of the stent system. However, during removal from the patient anatomy resistance was felt but the stent system was able to be withdrawn. Reportedly, the physician thought the resistance may have been with the implanted stent. The stent was confirmed to be fully apposed to the vessel wall. There was no balloon refold issues noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. Estimated date of implant. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.